Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Could not use insulin pen to control the blood glucose, leading to the aggravated condition of the patient [blood glucose increased] ([condition aggravated]). Amount of the medication could not be controlled accurately [device delivery system issue]. The digital display window was blurry (only used twice) [device information output issue]. Case description: this serious spontaneous regulatory authority case received via national medical products administration from china was reported by a health care professional nos as "could not use insulin pen to control the blood glucose, leading to the aggravated condition of the patient(blood glucose increased)" with an unspecified onset date, "could not use insulin pen to control the blood glucose, leading to the aggravated condition of the patient(condition aggravated)" with an unspecified onset date, "amount of the medication could not be controlled accurately(inaccurate delivery by device)" beginning on (B)(6) 2023, "the digital display window was blurry (only used twice)(device image display issue)" beginning on (B)(6) 2023, and concerned a 60 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "controlling blood glucose and preventing complications". The events "could not use insulin pen to control the blood glucose, leading to the aggravated condition of the patient", "amount of the medication could not be controlled accurately", "the digital display window was blurry" were medically confirmed. Patient's height, weight and body mass index (bmi) were not reported. Current condition: blood glucose increased. Concomitant products included - novofine(needle), insulin. On (B)(6) 2023, patient bought novo nordisk insulin pen at the hospital and used it at home. After using the pen for only two times, the digital display window was blurry and could not display the content clearly. The amount of the medication could not be controlled. This caused that during the period, the patient could not use insulin pen to control the blood glucose, leading to the aggravated condition of the patient. Batch number for novopen 5: mvg7d77-1. Action taken to novopen 5 was not reported. The outcome for the event "could not use insulin pen to control the blood glucose, leading to the aggravated condition of the patient(blood glucose increased)" was not reported. The outcome for the event "could not use insulin pen to control the blood glucose, leading to the aggravated condition of the patient(condition aggravated)" was not reported. The outcome for the event "amount of the medication could not be controlled accurately(inaccurate delivery by device)" was not reported. The outcome for the event "the digital display window was blurry (only used twice)(device image display issue)" was not reported. No further information available. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: national medical products administration, china.

Event description:
Investigation result: novopen® 5, batch number: mvg7d77-1, the product was not returned for examination. Since last submission, this case has been updated with the following investigation result added, imdrf coded added, narrative updated accordingly. Final manufacturer's comment: 28-mar-2023: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". Evaluation summary: novopen® 5, batch number: mvg7d77-1, the product was not returned for examination.